Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account detailed the patient called to report mobile power unit (mpu) alarms that did not resolve when the battery changed. The alarms where able to be reproduced in office. Both yellow lights were illuminated during the alarm. The patient was issued a loaner mpu to avoid power issue while not on battery. No further information was reported.

Manufacturer narrative:
Section concomitant medical products, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event of atypical mpu alarms was confirmed via evaluation of the returned mpu (serial number: (B)(4). The returned mpu was evaluated by technical services. Intermittent audio alarms were observed when the patient cable was manipulated, confirming the reported issue. The patient cable was replaced and the issue was resolved. Technical services noted physical damage to the mpu patient cable that appeared to be consistent with animal bite marks. The damaged patient cable was forwarded to product performance engineering (ppe) for further analysis. After replacing the patient cable, a full functional checkout was performed and the mpu passed all tests without issue. The mpu patient cable was further evaluated by product performance engineering. The resistance of the individual conductors was measured and no issues were found. The cable was tested for unintended shorts to shield and an intermittent short to shield issue on the alarm signal wire was revealed. The alarm signal wire making contact with the patient cable shielding would result in an alarm activating on the mpu. No short to shield issues were found with the remaining wires. The insulation was removed from the patient cable beneath the observed outer jacket damage, revealing that the rsoc wire was damaged and the inner conductor was partially exposed. The inner conductor did not appear to be making contact with any other conductor or shielding. No other issues were observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed short to shield issue and wire damage could have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.